Event description:
The MFR rec'd info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.